Event description:
The patient event was reported to caldera medical by an attorney. The complaint states that patient suffered excruciating pain, laceration of and damage to internal bodily tissue and organs, erosion, abrasion and grating of internal bodily tissue and organs, dyspareunia, dysuria, severe edema, extrusion of the products, bleeding, permanent scarring, permanent bodily impairment and related sequelae resulting in substantial interference with plaintiffs ability to engage in routine daily activities and sporting activities that she previously enjoyed. No lot number was provided.